Event description:
Ous MDR - lead malfunctions were reported. Unfortunately, there are no details as to the nature of these malfunctions. The lead is undergoing analysis. No deterioration of the patient's state of health was reported. The implant date was not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead's properties were checked during the analysis. Fraying of the insulation of the lead was detected about 18 cm distal of the is-1 connector pin. This damage can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformations of the rv and svc shock coils are probably the result of the explantation process. There were no indications of material defects or manufacturing errors.